Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose was 527 mg/dl, elevated blood glucose was address with a correction bolus via the pump. Customer reverted to an alternate method of insulin delivery.